Manufacturer narrative:
Two medtronic representatives went to the site to test the equipment. They troubleshot the camera but it did not have the part. Then ruled out the fiber optics, the individual monitors, and the transceiver seems to be functional. They suspected that the computer was the cause of the issue but wanted to wait until the following monday since there was a case the next day and they had to fix the other issues. They replaced the system computer and reconfigured the system. All processes appeared to be functioning. They could not know if the issue was resolved until the next software case could be uploaded to the navigation system. 3 successful cases were performed on this system without issue. The system was found to be fully functional. The transceiver was not returned in the manufacturing packaging but was packed well to protect the part. It was also returned without the optical port protective covers. A functional test in the cranial application was performed and no issues were observed. (The niu transceiver has no outputs to the monitors for the i7 system). The device was ran for 24 hours and no issues were observed. The software was launched and it proceeded to navigation with no issues were observed. The part was fully functional. A functional test of the computer was performed by connecting it to the test navigation station. The software was launched and it proceeded to navigation with no video issues were observed. The computer was ran for 3 days and there were no video issues observed. The software engineering review of the log files found no specific indication of the cause of the issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
On 06/10/2015 a medtronic representative, following-up at the site, reported the planning station that is integrated to the i7 video system that sits net to the i7 nurses station in the operating room (or), had the framelink software displayed but the video signal was flickering in and out. The i7 nurses station monitor showed black status. On 06/26/2015 a medtronic representative, following-up at the site, reported they have not had any subsequent issues with the monitors. Reported issue could not be replicated. On 06/25/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/29/2015 a medtronic representative, following-up at the site, reported this issue is occurring on the nurses monitor and boom monitor but not the rack monitor. Reported issue was replicated. - return requested for rack transceiver, navigation interface unit (niu) transceiver and computer. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, one of the surgeons encountered a problem with a navigation system monitor. It was during the planning phase of a dbs procedure. It did not affect the case at all. While working in framelink, after planning, the surgeon hit the next button which jumped the software to navigate, and the monitor went black. The surgeon was able to link that monitor to another and the other monitor showed the framelink software flickering back and forth. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.